Event description:
It was reported that the user experienced a nocturnal hypoglycemic event, with the sensor indicating a low of 62 mg/dl after an evening meal and no snacks, and the user requested information about adjusting the device¿s target range, which the agent advised must be set by a medical professional. Symptoms included sweating consistent with hypoglycemia. Outcomes included self-treatment with oral glucose tablets and recovery to 91 mg/dl within approximately 15 minutes, with no hospitalization. Investigation included review of the reported event details and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed, and no device component issues identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.